Event description:
It was reported that the lead wire broke 30 days post implant. Patient's physician was aware and the patient was scheduled for lead replacement procedure on (B)(6) 2014. It was also stated that patient's original injury was at the c1 vertebra, the patient broke his back at (B)(6) years old and the pain stimulation therapy had worked well for him. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information indicates that this event is the same event as reported in manufacturer report # 3004209178-2014-04625. All further information regarding this event will be reported under that report number.

Manufacturer narrative:
.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).